Event description:
The customer was diagnosed with diabetic ketoacidosis (dka) and was treated with an insulin drip and IV fluids. The customer was released from the hospital on (B)(6) 2014. The pod was discarded.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.